Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that when the imaging system was unplugged to be transported, it shut down immediately after it was disconnected from the wall power. There was no patient present when this issue was identified. Onsite investigation was unable to replicate the reported event, however, the engineer noticed the e-stop engaged intermittently without being pressed. Replacement of the system board resolved the issue. No further issues were reported. Analysis of the returned system board could not confirm any failure as it passed testing and operated as expected. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that when the imaging system was unplugged to be transported, it shut down immediately after it was disconnected from the wall power. There was no patient present when this issue was identified.